Manufacturer narrative:
The expanded evaluation on this product states that the charger functioned appropriately during functional testing without producing smoke. There was also no visual evidence of prior smoke damage or a possible smoke-producing malfunction on the charger case, pcb, or cords.

Event description:
The dealer stated that the battery charger was smoking. The dealer was able to change the charger for the consumer. No property damage of injury to report.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that the battery charger was smoking. The dealer was able to change the charger for the consumer. No property damage of injury to report.